Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited undersensing and oversensing resulting in inappropriate automatic mode switch (ams) episodes. The programming changes were made and the patient was in stable condition.